Event description:
We had 2 incidents occur in 1 month span with bd alaris infusion system where medications free flowed to patients despite being appropriately programmed by nursing staff. First incident was with 5-fluorouracil, rn connected medication (medication was made and primed by pharmacy) and programmed pump (double checked by another rn) but came back in 20 minutes finding the pump alarming and the bag is completely empty. Patient received anti-dote and didn't experience any adverse effects. Second incident involves propofol, the nurse primed line and started administration at a rate of 10mcg/kg/min. Later the dose was changed to 5 mcg/kg/min 10 mins later, the nurse noticed patient blood pressure was rapidly dropping, rn noticed that propofol was free flowing to patient. Pump was turned off and discontinued from patient. Patient was administered norepinephrine to improve blood pressure. (B)(6), phone: (B)(6). Submission ID: (B)(4). Ref report mw5114632.